Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or, if add'l information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that the ligasure handpiece jammed closed on tissue. Another trocar had to be inserted to carry on with the procedure. The operating time was extended.